Event description:
Evaluation summary: the device was returned for analysis. There were no kinks located on the delivery system. The distal tip of the device was damaged and appeared stubbed. There was no evidence of damage on the stent of the device. There is no evidence of damage to the delivery system.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿80%. Inherent risk of procedure ¿ (stent deformation). Unable to confirm complaint ¿ (device not returned for evaluation). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Physician was attempting to implant 1 endeavor sprint drug-eluting stent (3.50mm x 24mm) to a lesion in the lad with 80% stenosis but resistance was met when crossing the lesion and when the device was removed it was noted to be deformed. Procedure was completed with unknown device. The device was inspected before use with no issues noted. No clinical sequelae were reported.